Manufacturer narrative:
One 120803f catheter was received for evaluation. The reported issue was confirmed. The balloon latex was pulled out from under proximal windings and the balloon inverted to distal side exposing the internal spring tip. The proximal windings were partially unraveled. A straight edge on the proximal end of balloon latex suggested the balloon latex was intact. There was no visible damage or inconsistency observed from the catheter body. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. Therefore, a root cause could not be established. As part of the manufacturing process, 100% of the manufactured units go through a balloon inflation process performed as per procedure. A device history record review was completed and documented that device met all specifications upon distribution. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, during use, when withdrawing this fogarty catheter for the second time, the balloon burst. There was no patient injury. The device will be available for evaluation.